Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) seal is ripped and bubbled" was confirmed through visual inspection. Found torn and delaminated dso seal. Further investigation found air bubble in upstream occlusion (uso) seal and cassettes difficult to attach or remove. Replaced the dso, uso and re-adjusted latch lock mechanism. Performed dso/uso calibration. The software was updated and the unit reset to standard configuration. The device passed testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal was ripped and bubbled. There was no patient involvement.